Event description:
The user facility reported that during a therapeutic procedure, the handle (maj-441) would not lock the basket into the handle. The staff elected to cancel and reschedule the procedure. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. However, an olympus clinical endotherapy specialist (ces) visited the user facility following the reported event and was able to inspect two of the facility's maj-441 handles. The ces reported that the spring in the locking wheel was completely corroded and unable to be pushed up or down, which caused the user's report of not being able to lock the basket in place. Furthermore, the ces also reported that the handles were not being reprocessed in accordance with the directions for use. The cause of the user's experience appears related to device maintenance. This report will be updated if additional information becomes available at a later date. This report is being submitted as an MDR in an abundance of caution.